Event description:
During surgery prior to use the sono-surge broke. The metal tip of the sonosurge broke off inside patient just as it was being inserted. It was immediately retrieved without incident. Dates of use: 2007.